Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection needle. The customer reports an event involving a phlebotomist whereby blood came in contact with the hospital employee when the gray rubber protector situated inside the tube suddenly backed off. The patient was (B)(6). The customer was unable to provide any additional information in regards to medical attention or follow-up testing.